Event description:
A pt with unspecified medical history had an aortic stent graft placed using bioglue surgical adhesive as an adjunct to standard methods of surgery in order to seal the anastomosis. At approximately 3 weeks post-surgery, the pt presented with swelling at the surgical site. The pt was returned to the or for exploration of the surgical site and a 'creamy, white/green, pus-like fluid' was noted at the site of the anastomosis which appeared to incorporate the surrounding bioglue surgical adhesive. It is reported that the surgeon irrigated, drained and debrided the area. The initial gram stain showed acute inflammation, but no organisms were identified. At re-operation, the surgeon purposely left the wound opened for healing.